Manufacturer narrative:
The bun reagent lot number was 71253701, with an expiration date of 30-nov-2023. The field service engineer determined there was a leaky tube on the cell rinse mechanism. The tube was replaced and the analyzer was confirmed to be running back within specifications. A reagent issue could be excluded. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ureal urea/bun on a cobas 6000 c501 module. No questionable results were reported outside of the laboratory. The sample initially resulted in a bun value of 9 mg/dl and it repeated as 49 mg/dl.